Event description:
It was reported that the pacemaker this right atrial (ra) lead is connected to, exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam) episode. The minute ventilation (mv) was disabled. The sam episode also showed high out of range pacing impedance measurements on this ra lead. Atrial intrinsic amplitude was noted to be out of range. Further evaluation was recommended by technical services (ts). No adverse patient effects were reported. This lead remains in service.